Event description:
It was reported that there was loss of capture and the rv lead was dislodged. The lead was repositioned. Patient was stable through procedure. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.